Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The surgeon, reported that as he was inserting an anchorage screw the screw allegedly went right through the plate. He left the screw in position as he was happy that the structure was solid. A second event which occurred on (B)(6) has also been reported by the same surgeon.

Manufacturer narrative:
The reported event that anchorage plate had a screw through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during (B)(4) and is addressed by CAPA (B)(4). A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon, reported that as he was inserting an anchorage screw the screw allegedly went right through the plate. He left the screw in position as he was happy that the structure was solid. A second event which occurred on (B)(6) has also been reported by the same surgeon.